Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive action (CAPA) reviews could not be conducted because the lot number was not provided. A definitive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The purpose of the study was to analyze the efficacy of using suture mediated closure devices under ultrasound guidance. The proglide vascular closure device was deployed to close the common femoral artery access. Ultrasound-guided hemostasis was performed for patients in one group and conventional hemostasis was performed for patients in a second group. The article reports that additional manual compression was applied in cases where there was continuous bleeding [failure to achieve hemostasis or technical failure] through the skin opening following use of proglide regardless of the bleeding characteristics [pulsatile flow or oozing]. The study concluded that the frequency of additional manual compression and total hemostasis time can be reduced by applying the ¿us-guided knot advancement technique¿ when using the suture mediated closure device without increased risk of complication. Additional information can be found in the attached article "real-time ultrasound-guided hemostasis using suture-mediated closure device."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 -the event date range will be estimated as (B)(6)2022 as the data consists of patients who underwent procedures from (B)(6)2022 to (B)(6)2022. Literature attachment: "real-time ultrasound-guided hemostasis using suture-mediated closure device"